Event description:
The patient reportedly experienced intermittencies followed by a loss of lock between her external equipment and the implant. The patient also reported that she had "hit her head pretty hard the other day". External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing showed that the device was not functioning. Surgery to explant the patient's c1 device will be scheduled.